Event description:
It was reported that the patient experienced an infection with a possible sepsis. The whole system was explanted, including this pacemaker. No new device was implanted. No additional adverse patient effects were reported.